Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device could not be interrogated. There was no magnet response and no pacing seen on ECG. It was suggested to try different positions when attempting to interrogate, and to discuss with physician. No patient complications were reported as a result of this event.